Manufacturer narrative:
(B)(4).

Event description:
The reporter indicated that an implantable collamer lens had torn with an lioli-24 device, damage was small but not enough to implant the lens. Attempts to obtain additional information have not been successful. If additional information is received a supplemental medwatch report will be submitted.